Event description:
We opened 4 reprocessed clip appliers for a thyroidectomy case. All 4 clip appliers failed to deploy accurately. Clips failed to deploy, and even fell out of the jaws before their intended use. Due to the delicate nature of the case, the clip appliers could not be relied upon to work as intended. These devices were not saved. This is not a new concern with these clip appliers.